Event description:
On (B)(6) 2015, the lay user/patient's spouse contacted lifescan (lfs) USA, alleging that the patient's onetouch verio iq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The reporter stated that the alleged power issue began on (B)(6) 2015 at 11:00pm. The reporter informed the csr that the patient manages her diabetes with self-adjusting insulin (humalog and lantus). It is not known what action, if any, the patient took when she was unable to obtain a blood glucose result due to the alleged power issue. However, the reporter stated that the patient developed symptoms of 'stomach ache and threw up' at 4:00am the following morning. The reporter claimed an ambulance was called in response to her symptoms but she was not taken to hospital. The reporter informed the csr that he treated the patient with extra insulin (10 units at 4:40am, 12 units at 5:25am and 13 units at 6:30am). The reporter claimed a blood glucose result was taken on another device (onetouch utlra2) on (B)(6) 2015 at 5:00am and a result of 'over 600 mg/dl' was obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr documented that the correct test strips were being used for testing. The csr confirmed the meter was unable to be turned on manually or when a new test strip was inserted. The csr noted the meter was able to perform a rapid charge but did not power on displaying the charging screen. The csr documented that the reporter did not notice the battery indicator or message prior to the meter not turning on. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged power issue began.